Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed any additional info will be reported in a supplemental report.

Event description:
It was reported, surgery was to remove a depuy plate and implant a stryker plate. A 5.0 locking screw was being inserted into a 12 hole distal femoral plate. Dr. Started the screw by power and went to finish it off by hand and the tip snapped off and flew onto the floor.